Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning in dwell 1. Patient stopped treatment and found fluid in the pump module area of the cycler. Fluid leaked from an unknown area. The patient was issued a new cycler. The patient verified knowing how to do manual treatments in the absence of a cycler. In a follow up, the patient's pd nurse verified the fluid leak event. The patient did not have any harm, intervention or adverse event associated with the leak. The nurse said the patient did get a new cycler and has been using it with no further issues. The patient is due to come to clinic today and if there is any changes the nurse will convey the information. The cycler is available to return.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment.there were visual indications of particulates within the cassette area.here were not burrs or sharp edges in cassette area that may have punctured a cassette membrane.vacuum test failed. Vacuum display value reads 211 mbar indicating fluid is present in hp filters. Patient sensors test passed.valve actuation test passed. System air leak test passed. Teach pumps check passed. Ost-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. Fluid in the hp1 filter is a related failure to the m31 air detected in cassette warning alarm.there were not discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code (s). The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning in dwell 1. Patient stopped treatment and found fluid in the pump module area of the cycler. Fluid leaked from an unknown area. The patient was issued a new cycler. The patient verified knowing how to do manual treatments in the absence of a cycler. In a follow up, the patient's pd nurse verified the fluid leak event. The patient did not have any harm, intervention or adverse event associated with the leak. The nurse said the patient did get a new cycler and has been using it with no further issues. The patient is due to come to clinic today and if there is any changes the nurse will convey the information. The cycler is available to return.